Event description:
Physician's note of march 28, 1977 shows pt had marked swelling and ecchymosis of the right breast. Blood was aspirated from around the prosthesis and pt returned three days later to have more blood aspirated. In the process of the aspiration, it was obvious that the implant had been penetrated since there was silicone on the end of the aspiration needle. Pt had increasing redness in the right breast and an area had been itching. On examination, there was increasing fullness in the area and the tissues were tighter than they had been. A culture was taken which showed an anaerobic bacteria present; therefore, physician recommended removal.